Event description:
Additional information received reported that the battery was replaced in the last part of (B)(6) 2015.

Event description:
It was reported that the patient was unable to charge and was not able to communicate with the recharger. It was reviewed how to position the antenna over the implantable neurostimulator (ins) and a recharge session was attempted but the patient saw the reposition antenna screen. No other external device was available to try to communicate with. The last time the patient felt stimulation or had a successful recharging session was four months prior to the report. The reason the patient hadn¿t charge was because they weren¿t using the ins. It was reviewed with the patient that if had been greater than three months they may consider that the device may be in over discharge. The patient tried to contact the manufacturer¿s representative (rep) but their mailbox was full so the patient was redirected to their healthcare provider (hcp). The patient called back on (B)(6) and stated "it had not been working for four days." No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).